Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00485. The reported complaint was not verifiable. The lead perfusionist noted that they had six cases with the new shunt sensors and had only one case with k+ drift (this complaint), the other five cases were within range. They will continue to monitor the issue. No parts are being returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a potassium (k+) drift on the blood parameter monitor (bpm). The device was not changed out, as they continued to use the bpm unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical summary dated (B)(6) 2016: user facility has had previous complaints for k+ drift and they continue to experience the issue periodically. In previous complaints, they claim they always gas calibrate the shunt sensor (with the cdi-540) and they claim the shunt sensor is isolated from the prime solution prior to cpb. They have also reported that when k+ drift is seen early during cpb, multiple in-vivo calibrations do not seem to limit or reduce the level of drift. They continued to use the sensor and monitor for the case as other parameters were within expectations. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. The monitor and / or shunt sensor was not returned for investigation.